Manufacturer narrative:
Sections with additional information as of 26-july-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Meter was returned for evaluation. Defect found on returned meter - e-2. Added most likely underlying root cause: rc-001: miscellaneous user induced contamination on the strip connector.

Manufacturer narrative:
Internal report reference number: (B)(4). Customer returned incorrect meter: correct strips were returned. Evaluation in process note: manufacturer contacted customer in a follow-up call on 20-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated she had obtained a blood glucose test result of 217mg/dl (fasting/non-fasting status was not disclosed). Customer stated she had taken 14 units of insulin and had gone to bed. Customer stated 15 minutes later her heart began to race and she had tested and obtained a result of 52mg/dl non-fasting. Customer stated it should not have been that low based on the amount of insulin she had taken. The customers expected am fasting blood glucose test result range is 91-120mg/dl and expected pm fasting blood glucose test result range is 133-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 02/28/2022 and open vial date is 05/11/2021. The meter memory was reviewed for previous test result history (time not set): result 1: 138 mg/dl date:5/12/2021 time: 121pm fasting. Result 2: 133 mg/dl date: (B)(6) 2021 time: 119pm fasting . Result 3: 137 mg/dl, date: (B)(6) 2021, time: 1213pm fasting . Result 4: 121 mg/dl date: (B)(6) 2021, time: 105pm fasting. Result 5: 172 mg/dl date: (B)(6) 2021, time: 230pm fasting.